Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l5/s due to vertebral arch spondylolysis at l5 and spinal canal stenosis at l4/5. Intra-op, while hammering the cage was broken which was inserting to the right side. The intervertebral entrance was narrower and had a little spondylolisthesis. Therefore another product was opened and used. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No fragments of the implant remained in the patient's body. No patient complications were reported due to this event.

Manufacturer narrative:
Image review: no additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information. Product analysis: visual and microscopic inspection confirmed the peek portion of the spacer has broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both of the ears on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.